Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. A picture was provided and it can be confirmed that the needle tip broke. It was reported that the needle was passed 8 times during procedure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Our sales rep reported via phone that during a rotator cuff repair procedure the customer's expressew iii needle broke inside of the patient. The sales rep was not present for the case and reported that he was told the needle was either flushed out or removed from the patient. X-rays were performed to see if the needle was still located inside of the patient which showed no broken needle was left in the patient. There were no patient consequences reported to the sales rep. There was, however, a time delay of over thirty minutes. The surgeon was using an expressew iii without hook. The sales rep was unsure how many times the gun was fired but believes it was less than eight. The procedure was completed with another like device. The sales rep stated that the device was discarded.